Manufacturer narrative:
Investigation summary: bd received 1 sample and 1 photo for investigation. The sample and photo was reviewed and the indicated failure mode for foreign matter was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the returned sample and photograph provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes a black particle was found in the tube before blood was collected. The following information was provided by the initial reporter. The customer stated: "a small black particle was found in the tube before blood was collected. A black particle was found in the tube before blood was collected."